Event description:
This lead was explanted and replaced due to shock impedances being out of range. The physician also chose to change out the ICD at the same time. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected approximately 13.5 cm distal of the is-1 connector pin. Two fragments were received for analysis. Approximately 7 cm of the lead body are missed. It is reasonable to assume that the lead was dissected in the course of the explant procedure. The returned lead fragments were visually analysed. The visual inspection revealed cuttings in the insulation and deformations of the distal shock coil which occurred most likely during the explant procedure. The inspection of the returned fragments did not reveal any irregularity that might have contributed to the reported out of range shock impedances. In particular, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.